Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is an off-label usage of the device, on 05/06/2026. At the time of the event, the patient was using a tandem t:slim x2 insulin pump. On 05/09/2026, at approximately 12:00 pm, the dexcom follow application indicated a low glucose reading (exact cgm value not specified). In response, the patient consumed a granola bar and juice to treat suspected hypoglycemia. Despite treatment, the patient developed vomiting. A fingerstick blood glucose (fsbg) measurement was performed, revealing a value of approximately 300 mg/dl. Due to ongoing symptoms and elevated glucose levels, the patient was transported to the emergency room (ER) by a friend, arriving at approximately 4:00 pm. Upon arrival, ER staff performed an additional fsbg measurement; however, the patient¿s parent was unable to recall the value. During this time, the cgm continued to display low glucose readings. Further diagnostic evaluation in the ER confirmed that the patient was in diabetic ketoacidosis (dka). The patient received treatment including intravenous (IV) fluids, IV ondansetron (zofran) for nausea and vomiting, and an IV insulin infusion. During the course of care, the patient replaced the cgm sensor. The patient remained in the ER for approximately 8 hours and was discharged on (B)(6) 2026, at approximately 12:00 pm. At the time of reporting, the patient¿s parent indicated that the patient was stable and doing well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.